Event description:
Fire during disposal. Bovie medical corp became aware of a medwatch report during an FDA audit on in 2008. The report was submitted by another MFR in 2007 but the event was never reported to bovie medical. Prior to disposing of a cautery, staff used gauze to break off the tip once cooled. The cap was replaced making sure the operator button was locked over cap. The cautery was then disposed of in a sharps container. Ten mins later the smoke alarm went off. The sharps container was on fire, melted through and the contents fell into a biowaste can. The fire was extinguished, but there was damage to the procedure room and smoke and water damage to the clinic.

Manufacturer narrative:
User facility rep indicated that the device user followed the labeled disposal practice of removing the cooled cautery tip and replacing the cautery cap over the tip. Since the device that allegedly malfunctioned was not made available and since no add'l info could be provided, no further conclusions can be drawn.